Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 8 years post the index procedure a non-contrast enhanced CT scan and angiogram images revealed a right side type ib endoleak. Re-intervention to treat the type ib endoleak with coiling of the liia and the insertion of a non medtronic limb was performed. A final angiogram revealed the type ib endoleak was resolved. The physician stated that the cause of the event was due to patient anatomy, there is disease progression in the right common iliac artery and not having enough purchase in the external with that talent limb. No additional clinical sequelae were reported and the patient is fine. .